Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the pump was not delivering insulin accurately. This complaint is being reported based on the allegation against the delivery function of the pump.there is no indication that the product issue caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/21/2017 with the following findings: during investigation, the last bolus delivery was a 3.45u ez carb normal. The last basal delivery was on (B)(6) 2017 when an unexplained pump reboots event occurred; insulin deliveries never resumed. The black box showed a temp basal program running. The total daily dose (tdd) added up correctly and reflected the users programmed basal rates. There were no delivery defects found during delivery accuracy testing. The pump was found to be delivering within required range and delivering accurately. There were no delivery interruptions, errors, alarms or warnings during testing. The original complaint was unable to be duplicated.